Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Crm service notification text on (B)(6) 2021 at 02:55:39. Erp_rfc_user related svn (B)(4) ____________________. Crm service notification text on (B)(6) 2021 at 02:55:37. (B)(6). Customer concern: cust calling to report blank display (B)(4): display - flashing/white/blank/frozen/partial what led up to the event?: time to change battery. Advise customer to disconnect at the quick release: yes. Is customer calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred?: no. Is the customer calling back with blank display after receiving a new battery cap?: no. Is customer reporting blank display?: yes. Explain possible causes of a blank display. Was display blank for less than 30 seconds and then returned?: no. Is display blank at time of call?: yes. Advise customer to remove battery. Did ¿insert battery¿ alarm display on pump screen?: no. Check if battery is a aa battery. Document type of battery in use: aa. Advise customer to check contacts on cap for damage. Are contacts on battery cap missing or damaged?: no. Advise customer to inspect battery compartment and spring for corrosion and/or damage. Is the battery compartment and/or spring damaged or corroded?: no. Advise customer to clean the battery cap contacts with a dry cotton swab. Advise customer to press and hold the back button for 60 seconds. Advise customer to insert a new aa battery. Did display return after pump restart?: yes. Assist customer with the following: clear ¿pump error 23¿ alarm; clear ¿power loss¿ alarm; update the pump¿s time & date; clear ¿active insulin cleared¿ alarm; complete ¿reservoir & tubing¿ process. Advise customer wirelessly connected or paired devices will have to be connected/paired to pump again due to restart. Assist customer with wireless connection or pairing of compatible devices. Has pump been bumped/dropped recently?: no. Has pump been exposed to moisture recently?: no. Instruct customer on proper battery usage and variability of battery quality. Advise customer to monitor product advise customer to monitor bgs. Advise customer to call back as needed.